Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. The investigation determined that the reported difficulties were likely due to case circumstances/user related. It should be noted that the supera instruction for use (IFU) instructs: following confirmed implantation of the supera stent, retract the thumb slide in a single motion to the starting position on the handle and rotate the system lock and deployment lock into the locked position, in line with the thumb slide. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the external iliac. The supera 5.0 x 80 6f 120cm stent was being deployed when the nose cone caught on the stent and pulled the stent back into the external iliac. The deployment lock was unlocked and the thumb slide was advanced to the most distal position on the handle during deployment however prior to removal, the thumbslide was not retracted and locked. The delivery system was removed under fluoroscopy. The sheath was advanced proximally and the stent was pulled back into the sheath and successfully removed from the anatomy with very skilled technical expertise. An absolute pro was used to complete the procedure. There was no clinically significant delay or adverse patient effects reported. No additional information was provided.